Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and switched to unipolar sensing and pacing. Programming changes were made to minimize myopotential oversensing. However, this lead was later found to be fractured and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and switched to unipolar sensing and pacing. Programming changes were made to minimize myopotential oversensing. However, this lead was later found to be fractured and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.